Event description:
Litigation pending. There has been no additional information given regarding the original surgery or possible revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.